Manufacturer narrative:
(B)(4). This is follow up report 2 of 2. This complaint is for a report of an opened overpouch. This complaint cannot be confirmed in the lab due to a lack of sample. A batch review was performed on the associated lot ( h10h23037 ) with no issues noted. There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample was discarded, however a lot number was provided and a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Corporate product surveillance (cps) received a report from a home patient (hp) regarding a ripped cassette packaging. The hp stated that he discarded two cassettes on an unknown date from the same lot because the packaging was ripped. The hp did not use them. The hp stated that the tear was near where you rip it apart, up above the perforation. The hp stated that it did not look like it was cut or slit. He stated that they looked like stress tears like the sides had been pulled apart. The hp stated the tears were identical for the two cassettes. The hp stated that the sets and the packaging had been discarded. No patient injury or medical intervention was reported. This is report 2 of 2.